Manufacturer narrative:
This report is for an unknown screws: matrixrib / unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a matrixrib hardware removal surgery from left chest wall on (B)(6) 2019, due to forty (40) unknown matrixrib screws appeared to have backed out of the seven (7) unknown matrixrib plate and were loose. Originally, the patient was implanted on (B)(6) 2016. The heads were backed out but the screws were still engaged in the bone. A fistula had formed and there was evidence of infection. However, the ribs had healed. The surgery was successfully completed. Patient outcome is unknown. Please see the linked complaint (B)(4) for the additional forty devices. This complaint involves seven (7) devices. This report is for one (1) unk - screws: matrixrib. This report is 7 of 7 for (B)(4).